Event description:
It was reported to philips that the screen has artifacts unable to view ECG readings. No patient harm or injury has been reported.

Manufacturer narrative:
Updated initial reporter information. Updated serial number and product UDI# due to new information received. Updated device problem code and describe event or problem.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device displayed artifacts on the electrocardiogram (ECG) tracings and a black bar appeared across the screen. Unable to view electrocardiogram. The device was in use on a patient during the event, however no patient or user consequences or impact have been reported.